Manufacturer narrative:
The device remains in use and was not available for evaluation. The evaluation of the submitted log file confirmed a total loss of power to the system controller due to depleted external batteries and the internal backup battery. The submitted log file contained approximately 26 days of data, spanning from 06dec2017 to 01jan2018, and captured a low battery advisory on (B)(6) 2018 at 0223 hours. Approximately 85 minutes later, this alarm was followed by low battery hazards/ no external power alarm, and the internal backup battery was activated. The pump remained in power save mode until the internal backup battery depleted and the pump stopped for an unknown amount of time. This sequence of events is consistent with the depletion of the patient's batteries, causing the pump to stop, and the controller to reset. The patient was being monitored in the cardiothoracic intensive care unit and remains ongoing on vad support. No further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found outside semi-conscious and in cardiogenic shock. The patient's pump was off when brought into the emergency department. The emergency department staff connected the pump to a power module and the pump started running and the patient became more awake. The manufacturer's technical services representative reviewed the system controller's log file and observed that the pump stoppage was caused by the patient's batteries depleting. No further information was provided.